Manufacturer narrative:
(B)(4) additional information: added lot number and expiration date and device manufacture date. Device evaluation: returned for evaluation was a 40cc 8.0fr iab fiberoptix sensor (fos). Small areas of dried blood were noted on the bifurcate. Blood was found on the outside of the bladder membrane, but not within. The bladder membrane was fully unwrapped. The distal end of the teflon sheath was approximately 40.5cm from the distal tip of the catheter. No kinks or damage were noted to the catheter. The fos connector and cal key were examined. The gray fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the intra-aortic balloon pump (iabp). The cal key was recognized. The pump status was ll pl indicating a potential broken fiber. The fiber was noted broken approximately 1.0cm from the distal tip of the catheter. See other remarks section for continuation. Other remarks: the iab was submerged in water and leak tested. No leaks were noted. The device passed leak test. A lab-inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. Resistance was noted approximately 76.0cm from the luer end of the catheter. The swg was able to advance. Some blood exited with the swg. The swg was back loaded through the iab distal tip. No resistance was noted. The swg was able to advance. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of fos signal lost is confirmed. The fiber was found broken and because of this, the fos connector was not able to establish a light path with the pump. The root cause of the fiber breaking is undetermined.

Event description:
It was reported via a hot line call from the rn in the ICU (intensive care unit) concerning a patient that had come from the cath lab about two hours ago. The intra-aortic balloon (iab) was placed via the patient's femoral artery without incident and zeroed properly. According to the rn they were turning the patient just a few minutes ago and the ap (arterial pressure) waveform went flat and the pump alarmed for no ap source. The fos (fiberoptix sensor) lightbulb was green (fos iab zero'd prior to insertion), but it is now black (fos iab not corrected). The transducer is plugged into the intra-aortic balloon pump (iabp), s/n (B)(4), but the ap waveform from there is also flat. The clinical support specialist (css) first verified that the pump is currently pumping and there have been no delays in therapy. The css then had the rn check the fos status codes which are ll (low light return) and pl (fos is measuring outside of pressure range). The css had the rn disconnect the fos connector and cal key and immediately plug them back in. There were no audible tones and no change to the light bulb. The css explained to the rn that the fos is broken and the rn will need to use an alternate ap source. The css then walked the rn through troubleshooting the central lumen. The rn attempted to draw back blood from the central lumen, but was not able to. The css explained to the rn that it is clotted and should be capped and marked as unusable. The rn stated that she would do that. The css inquired about the flush solution they use and they are using ns (normal saline), no heparin. The rn was not sure if there was a delay in connecting a flush system to the central lumen. The rn currently has the sidearm to the sheath transduced to the bedside monitor. The css had the rn connect that to the iabp and now there is a decent ap waveform and the autopilot appears to be timing correctly with good results. The css then recommended that the rn see about getting a radial a-line placed as that is a better ap source for the pump. The rn stated she would do that. At 0730 the css called the rn back. The rn stated that she has had no further issues, but has not had a radial a-line placed. The rn stated that she was going to do that momentarily. It was noted that the length of time prior to the event was 2 hours.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call from the rn in the ICU (intensive care unit) concerning a patient that had come from the cath lab about two hours ago. The intra-aortic balloon (iab) was placed via the patient's femoral artery without incident and zeroed properly. According to the rn they were turning the patient just a few minutes ago and the ap (arterial pressure) waveform went flat and the pump alarmed for no ap source. The fos (fiberoptix sensor) lightbulb was green (fos iab zero'd prior to insertion), but it is now black (fos iab not corrected). The transducer is plugged into the intra-aortic balloon pump (iabp), s/n (B)(4), but the ap waveform from there is also flat. The clinical support specialist (css) first verified that the pump is currently pumping and there have been no delays in therapy. The css then had the rn check the fos status codes which are ll (low light return) and pl (fos is measuring outside of pressure range). The css had the rn disconnect the fos connector and cal key and immediately plug them back in. There were no audible tones and no change to the light bulb. The css explained to the rn that the fos is broken and the rn will need to use an alternate ap source. The css then walked the rn through troubleshooting the central lumen. The rn attempted to draw back blood from the central lumen, but was not able to. The css explained to the rn that it is clotted and should be capped and marked as unusable. The rn stated that she would do that. The css inquired about the flush solution they use and they are using ns (normal saline), no heparin. The rn was not sure if there was a delay in connecting a flush system to the central lumen. The rn currently has the sidearm to the sheath transduced to the bedside monitor. The css had the rn connect that to the iabp and now there is a decent ap waveform and the autopilot appears to be timing correctly with good results. The css then recommended that the rn see about getting a radial a-line placed as that is a better ap source for the pump. The rn stated she would do that. At 0730 the css called the rn back. The rn stated that she has had no further issues, but has not had a radial a-line placed. The rn stated that she was going to do that momentarily. It was noted that the length of time prior to the event was 2 hours.